Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt like they were having a body rush, like a head rush and then cold chills. The patient went to the ER (emergency room) and an adjustment was made to their implantable cardioverter defibrillator (ICD). The patient was told that it was adjusted too sensitive and that is why they changed it. The patient stated that after the adjusted their symptoms got better but now some symptoms were back. The ICD remains in use. No further patient complications have been reported as a result of this event.